Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated upon inserting the sensor into the abdomen on (B)(6) 2019 they experienced bleeding for close to an hour. They could not stop the bleeding, so they called an ambulance. They were transported to the hospital where the insertion site was cleaned, and a pressure bandage was applied. At the time of contact, the patient as still in the hospital. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the follow up 1 report, a correction has been made.